Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. During visual inspection of the video, leakage was observed from the housing in the area of the product label. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Initial visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional air leak testing was performed (2 bar pressure), and a leak was observed at the level of the housing under the label. Further inspection showed a crack in the device housing. The reported condition was verified. The cause of the observed housing damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a prismaflex m100 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.